Event description:
During a coil embolization of an aneurysm at the patient¿s ic-pc, deltaplush coil (cpl100206-30/g15507) was chosen as the finishing coil, but there was severe resistance in the excelsior sl-10 str (stryker, type unknown) microcatheter. The device was removed and the device was kinked (the exact location was not known). The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no visible damages were reported on the concomitant devices after the events. There was no unintended detachment of the coil observed in the microcatheter. The approached was from the femoral artery, and the patient¿s vessels were moderately tortuous but not calcified. It was reported that an unspecified 7fr sheath introducer, a transend (stryker, type unknown), a roadmaster (goodman, type unknown), and an), were also used for the above procedure. Neither the further details of the patient nor the concomitant devices are available.as the complained product has been disposed, it is not available for investigation. No further information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as kink was not confirmed, since the device was not return for analysis. The cause of the failure experienced by costumer and the damages found on the device could not be conclusively determined. The DHR suggest that the failure reported could not be related to the manufacturing process and procedural factors appear to have contributed to have the damages. Additionally, inspections are in place to prevent these kinds of failures from leaving from the facility. Therefore, no corrective action will be taken at this time.